Event description:
It was reported that after implant the device failed to convert the patient at 15j and 25j, so the patient was externally rescued. The device was programmed to fixed pulse widths and converted the patient successfully. The device was observed not pacing and the patient was bradycardic. Tech attempted to use temporary pacing in both dvi and voo modes, but no pacing was observed. The pocket was re-opened and the device was explanted.

Manufacturer narrative:
The programmer error message and pacing anomaly were caused by an incomplete programming operation. The anomaly can be safely corrected by downloading software into device. The device functionality was tested and met all specifications.